Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber confirmed the reported defective fiber event as analysis identified a connector fracture. Microscopic inspection of the fiber tip indicated it was clipped. Analysis identified there were severe burn marks on the connector and the light coming through the connector face was distorted, indicating a connector fracture. The functional testing was performed, and a weak aiming beam was observed. The following message was displayed: treatment used: 2 treatment left: 8. The observed condition of distorted light exiting the connector can be a result of an internal connector fracture. Fracture within the connector can occur during procedural handling of the fiber during setup, use or reprocessing. This connector fracture can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. The interaction of the console with the connector having this fracture likely led it to overheat causing the burn marks observed. The IFU states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. Hold the fiber tip to a non-reflective surface, and ensure that a circular red/green spot appears. If the spot is not circular, cleave the fiber. If the spot is weak or not visible, discard the fiber or return it to the supplier for replacement. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during a procedure, the fiber was not usable due to fiber breakage. The procedure was completed using another fiber. There were no patient complications.

Event description:
It was reported that during a procedure, the fiber was not usable due to fiber breakage. The procedure was completed using another fiber. There were no patient complications.